Event description:
Complainant alleged that the clinicians were attempting to externally pace a patient (age and gender unk) but, although the device sustained current output and stimulated the patient, the device would not capture the patient's heart-rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.